Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown. No information has been provided to date.

Event description:
It was reported that the device had an error code. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received on 12july2022 via email and attached to complaint object: all issues with this device were found during testing and repair at our facility. No patient involvement was indicated to me, or our technician, at the time the pump was received for repair and recertification.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal was missing. The device's event history log was reviewed for evidence of the reported problem, found ?system fault 46,822" in the log. To conduct functional testing the device was powered on. Upon power up, the reported problem could not be duplicated during the functional tests, but error was verified to have happened once in the device ehl. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.